Event description:
A malfunction alarm identified as "malf 0" occurred, but it did not cause any adverse impact to the customer¿s blood glucose level. The issue was not reported or reset within the past 24 hours, so technical support provided the customer with information and assistance on resetting the pump. Customer may continue to use the pump.